Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer is experiencing a communication issue between the inpen app and the mobile device. Troubleshooting was performed but unable to resolve the issue. No harm requiring medical intervention was reported. The customer will discontinue the use of the device. The inpen will be returned for analysis.

Manufacturer narrative:
Customer reports: inpen failed to pair with commercial app. App displays "inpen not found" error message. Per visual inspection: dose window missing. No physical damage to cartridge holder or inpen front and back shell was noted. Cartridge holder locks properly in place. Several attempts were made to pair inpen, every time app displayed ¿dose doesn't match¿. The inpen does not pair with commercial mobile app. Inpen did not transmit to manufacturing app. Unable to perform baseline/wireless functionality test or displacement dose accuracy. Performed battery investigation and measured 3.033v. Performed electrical investigation. Encoder contacts were soldered and probed to oscilloscope. While attempting to transmit a signal, the scope displayed irregular/noisy pulses (see attachment labeled "shell encoder pulses"). The pcba was completely removed from all mechanical parts and inserted in electrical test fixture. An external rotary switch (emulating the encoder) was used. An external power supply was used to provide voltage. The pcba demonstrated proper behavior and the oscilloscope displayed healthy encoder pulses (see attachment labeled "fixture encoder pulses"). However, during visual inspection, corroded flex pcba encoder contacts were noted. In conclusion: inpen did not pair with commercial app. Therefore, no communication was confirmed. Electrical investigation demonstrated that flex pcba was capable of producing healthy encoder signals. No communication was confirmed due to corroded on the flex pcba contacts. Cosmetic damage was confirmed due to missing dose window. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.